Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the day prior to the report, everything just came out and nothing had changed from the setting or anything. Patient had a complete meltdown as far as bowel incontinence. Patient stated that there are time that they felt the stimulator and there are times when they didn't feel but that they have gotten used the feel of stimulation. They mentioned that the ins was on program 4 and was looking to see if they needed to change the programs or settings. They said that when they had it on program 1, it helped with both their urinary and bowel incontinence. Patient did have access to their patient programmer and had the ability to change and adjust the stimulation so assistance was given to patient on how to change ins setting from 2.4v on program 4 to program 1. No further complications were reported.